Event description:
Patient was admitted with trach tube from home. Has been at home one year. Trach tube came apart at swivel from flange. Had t-bar mist and oxgyen attached to trach. Trach changed to other due to patient decreased 02 saturation and secretions. Could not maintain patient airway.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.